Manufacturer narrative:
Continuation of d10: product ID 97745nt (serial: (B)(6); implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was the patient (pt) reported the implant was not taking a full charge for about a week or two. Patient stated the implant will charge up to 50% and the implanted neurostimulator will not get to 100% no matter how long they leave it there. Patient stated the ins is not charging fully. Patient stated they get excellent recharging quality when charging the ins, and sometime poor quality. Patient stated the controller was in a different language and they are not sure how the language changed. Patient mentioned they have been doing yard work. Patient services assisted patient with resetting the controller, after resetting, the controller power on and recharging when plugged into the outlet with green light solid. Controller show ins 40% and controller 100% charged. Patient service asked patient to inspect the controller port for damage and patient said there is no visible damage to the controller port. Agent assisted patient with changing the language to english. Agent asked patient to inspect the rtm for damage and patient said there is no damage to the rtm cord. Agent confirmed patient does not get codes on the controller when charging the ins. Agent confirmed patient did not have recent falls or trauma. Agent confirmed no major weight gain or loss. Agent asked patient to start a charging session and implant is recharging at excellent quality. Agent reviewed all the external devices are functioning as intended. Agent recommend patient consult with hcp ofc for next steps. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called back stating that they were told by a manufacturer representative (rep) that their system wasn't working. Pt said that the controller said that there was something wrong with the battery. Pt said that they met a manufacturer representative (rep) on tuesday and the rep told healthcare provider (hcp) that it was an error and the external equipment was not working. Pt said that they hadn't used the device and that they were told the last time they called that they would have to talk to hcp since it was a problem with the ins battery and not something that could be fixed from patient services. Pt said that they were referred to another doctor, but they couldn't deal with them as they had dealt with them before. Pt was getting off track, so agent asked the pt for the exact message details of the message that was appearing on the controller. Pt was unsure. Pt was currently recharging the ins and saw the batteries screen with the controller at 90% and the ins was empty with recharging excellent indicated. Pt said that the ins wouldn't charge more than 30%. Pt said that they were charging the ins for two hours the last time and the ins only got to 30%. Pt said that they were so upset about this that they were in tears. Pt said that the doctor they had dealt with before was doing an ablation and burned them. Pt said that hcp told their assistant that the nerve was still burning and walked out of the room. Pt said that they were in misery for months. Pt was getting off track again, so agent had the pt focus back on the reason for call. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Pt then said that they hadn't recharged the controller so that's why it said the battery was empty. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. An agent had the pt initiate an ins recharging session. Pt saw the batteries screen with the controller at 90% and the ins in the red with recharging excellent indicated with the controller light flashing green. Agent advised the pt to keep charging the ins and that agent would call them back in about an hour to check on the recharging status. Pt called back stating their ins battery recharged to 100%.

Manufacturer narrative:
Continuation of d10: product ID 97745nt. Serial# (B)(6): product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported it did not charge and it didn¿t work. The charge after trying one time would go 1/2 way then plug charge in and re-try, worked. Patient stated they got a CT scan on (B)(6) 2025. Patient to read the results with rep and hcp.